Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump had an unresponsive buttons due to corroded keypad traces. No button error alarm during testing. Insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
Customer's wife advised that her husband's insulin pump is having issues. Customer's wife also states that there is a button error alarm. The blood glucose was 120 mg/dl. The insulin pump will be replaced. Nothing further reported.